Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6)2023, it was reported by a sales representative via sems that an ar-3210-0030 camera head is producing an image that is blurred and very hard to focus on the monitor. This occurred during a case, the issue was isolated to the camera as the scope was changed and the issue persisted. The camera was then switched out and the case was completed.

Manufacturer narrative:
Additional information: h6. (No problem found) the evaluation did not identify any issues relevant to the reported event.